Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and impedance trend on the rv pacing lead was rising. Max ventricular pace impedance rises from 1064 ohm the week ending (B)(4) 2011 to greater than 1200 ohm the week ending (B)(4) 2012. Then continues to rise to greater than 2000 ohms, where the new approximate baseline remains.

Event description:
It was reported that the pace/sense impedance and threshold increased quickly while the r wave decreased on the right ventricular (rv) lead. Now the impedance and threshold are high. The patient is being monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.